Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip delivery system referenced is filed under a separate medwatch report.

Event description:
This is filed to report that the implanted clip ((B)(4)) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. There was difficulty visualizing the clips due to challenging imaging. The clip delivery system (cds) cds (B)(4) was advanced to the mitral valve; however the clip got caught in the chordae. The clip was freed with standard troubleshooting, however when advancing the delivery catheter (dc) handle forward; the dc shaft bent approximately 30-60 degrees, and the clip traveled extremely anterior. The clip was not deployed and the cds was removed. Another cds, cds (B)(4) was advanced to the mitral valve, grasping was performed and the clip was implanted; reducing mr to 1-2. However, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr returned to 3-4. The procedure was discontinued. The patient is stable. There were no adverse patient effects and no clinically significant delay in the procedure. The patient will be sent for surgical procedure (date not specified). No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to the reported thin, prolapsed posterior leaflet and the user error of continuing the procedure under poor echocardiographic imaging. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.